Event description:
It was reported that: "surgeon believed acetabular insert was worn out, upon visual inspection, liner did wear out and was replaced with another poly liner and ceramic head."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional information, has been requested and if received, will be provided on a supplemental report.